Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the patient used the word shocking sensation to describe the sensation of feeling stimulation but that it was not a shock or discomfort or painful. The cause was not determined but a decrease in intensity resolved this matter.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer's representative (rep) said the patient (pt) notified them that system problem rm05 displayed on their controller. Caller did not have any further details but said that pt has attempted to contact patient services (ps) but was unable to reach anyone. Ps called pt for further troubleshooting. Pt stated they were attempting to charge their ins today and system problem rm05 displayed. Pt stated they reset the controller and attempted to charge about 7-8 times but was unable to. Caller mentioned that they have had about 4-5 replacements in the past but this is the first time they have experienced an issue with this cord. Caller did not have their equipment with them at the time of call.  Ps called pt back for further troubleshooting. The pt removed the battery pack and connected to the ac power supply. Caller then inserted the battery pack and confirmed the green light was flashing. Caller confirmed the ins was 30% charged and the controller was 80% charged. Caller cleaned the gold pins on the recharger and attempted to clear any possible debris from the controller port. Caller then connected the recharger and attempted to charge the I ns. System problem rm05 displayed and caller was unable to charge their ins. Caller reported no damage to the recharger but stated the controller screen was cracked about 4-5 months ago. Ps reviewed information and sent a request to repair to replace the controlle r. Caller also mentioned their ins helps to relieve about 70% of their pain. Caller also mentioned sometimes feeling a shocking sensation when they sleep so they turn stimulation off and take a low dose of hydrocodone.